Event description:
It was reported that when the devices were used during a hernia repair procedure, the device delivered malformed staples, then would not deliver the other staples from the device. Opened another device to complete the case. There was no consequence to pt.